Event description:
It was reported that stent damage occurred. A 4.00 x 16 synergy drug-eluting stent was selected for use in a coronary angioplasty. However, during unpacking, the physician noticed that the stent was bent. The procedure was completed with another of same device. No patient complications were reported.